Event description:
The customer is questioning the out of range hemoglobin backgrounds that recovered high on the cell-dyn sapphire analyzer using the cell-dyn sapphire hemoglobin syringe, list # 8h49-02. Replacing the hemoglobin syringe resolved the issue. There was no impact to pt management reported.

Manufacturer narrative:
Syringe defective. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.